Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts, alarms occurred in high frequency around the event date: 104=low battery alert at (B)(6) 2021 14:33, (B)(6) 2021 04:36, (B)(6) 2021 19:54 to name a few. Each alert is within the expected interval of 2 weeks of one another. The adapt tool did not list any unusual pump errors occurring around the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good electrical board2 and a known good electrical board1 into the test case, the sleep current measurement fell within specs. After swapping the test electrical board2 onto a known good electrical board1 and then into the test case, the sleep current measurement read high. After swapping a known good internal battery onto electrical board2 and repeating the procedure above, the sleep current still read high. Finally after inserting a known good electrical board2 onto the test electrical board1 and then into the test case, the sleep current measurement fell within specifications again. In summary, the customer¿s report of short battery life was confirmed during testing. The high sleep current measurement is isolated to electrical board2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.